Event description:
It was reported that the patient presented to the emergency room due to shortness of breath. Loss of atrial capture, cardiac perforation, and small pericardial effusion were noted. The right atrial lead was dislodged. The ra lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event. The patient is a participant in the surescan post approval study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) no anomalies found. (B)(4) full lead.